Manufacturer narrative:
On 4/9/2019, the product investigation was completed. Device investigation summary: the device was received with no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102). Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101). Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) . Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A manufacturing record evaluation (mre) was performed for the finished device number 7501346, and no non-conformances related to the reported complaint condition were identified. At this time is not possible to determine the origin of the white material observed on the received device. Mentor product analysis lab was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/15/2019, upon further review of the provided information, mentor's clinician concluded that the patient also experienced capsular contracture baker grade ii on the left side. The patient underwent left breast capsulodesis, replacement of left breast implant with new mentor saline implant, addition of 60 cc in right breast implant to improve symmetry, and right breast cyst removal on (B)(6) 2018. Upon explantation, the left device was noted to have a small leak and was rippled. Breast tissue was removed on the right lateral part around 6 to 9 o clock and 10 o clock position. This was identified as a multinodular cyst that was removed and the tissue was sent to histopathology. The results of the analysis was not provided. The right side device remains implanted. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation with a 350cc mentor smooth round moderate plus profile saline on the left side and an unspecified mentor saline prosthesis on the right side, experienced asymmetry of the breasts with ptosis of the left breast and right breast cyst post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor implant on the left side and right breast biopsy with removal of the right breast cyst on (B)(6) 2018. This medwatch form is for the left breast prosthesis.